Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 399930 lot# v005883 implanted: (B)(6) 2006 explanted: (B)(6) 2010 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) had neurostimulator (ins) explanted on (B)(6) 2010 for lack of therapeutic effect. The ins is listed as active in records but system confirmed to be completely removed on x-ray performed on (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 399930, lot# v005883, implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacturer representative on (B)(6) 2017 regarding medical records for the removal information of the patient¿s pain stimulator. The information received reported that there was a ¿loss of efficacy of the spinal cord stimulation unit.¿ the patient had undergone removal of the scs unit (ins, lead, and extensions) after its failure to provide adequate relief of their discomfort. Originally the patient had good placement that provided adequate coverage of their neuropathic pain of the distal legs however over time the device lost its efficacy and the decision was made to remove the hardware. In addition, the patient would require further investigation including an MRI study which would have been in contraindication of the implanted hardware. The procedure occurred on (B)(6) 2010. It was noted that a good deal of adhesion was encountered in the interlaminar space during the removal procedure. The procedure itself was doubled in length compared to similar extraction procedures. It was noted that this was due to tedious and prolonged dissection that was necessary and further bony removal caudally. It was further noted that the extent of the incisions made were due to the patient¿s ¿wide and deep girth.¿